Event description:
Caller reported that a malfunction occurred on the pump, identified as malfunction code 9. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Customer was assisted by technical support to reset the pump and the issue did not recur. Customer was advised to continue using the pump and to contact support if the malfunction reappears, which they acknowledged and understood.